Event description:
The embolization coil was being used during an occlusion of an avm. During placement of the coil, it migrated and lodged in the pulmonary vein. Attempted retrieval was unsuccessful. Placement of another coil was successful.